Event description:
It was reported that prior to the implant of the lead, the physician attempted to insert the guidewire inside the lead. The guidewire got stuck and would not come out of the opposite end of the lead and remained in the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.